Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump had an unexpected blank display and a constant tone due to a cold solder joint on the lcd connector. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the display on the insulin pump was completely blank and the device was beeping. Customer has changed the batteries and the issue persists. Customer's blood glucose reading at the time of the call was 132 mg/dl. No further information reported.